Manufacturer narrative:
Product ID: 8709sc, lot# n171015014, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced a change in therapy effect. The patient was currently inpatient at a hospital with acute back pain. The hospital was not connected with the patient¿s pain management clinic and the patient was in too severe of pain to be seen at the clinic because the patient was reportedly not mobile. The patient had not heard any pump alarms nor had the health care provider (hcp) at the hospital. The device system was used to deliver morphine. It was later reported that the patient needed a myelogram however they were told the patient could not have one due to their pump, by an orthopedist at the hospital. It was reported the dye would not be injected through the pump. Concerns about compromising the catheter with the injection of dye were reviewed and it was noted the reporter was ¿not certain¿. It was noted the managing hcp did not have privileges at the hospital. It was noted the patient had had multiple back surgeries and the pump had increased her quality of life. The patient had gone to the hospital on saturday ((B)(6) 2013) with back pain and was transferred via an ambulance and then admitted to a hospitalist. A lumbar CT and lumbar x-ray did not show any problems. A device manufacturer representative came to the hospital on the report date and read the pump, there were no issues shown with the pump. The myelogram was reportedly needed to ¿visualize her issue¿. It was noted the patient had one back in 2009 and had a pump implanted at that time .the hcp didn¿t ¿believe¿ the back issues were related to the pump. It was noted due to the patient¿s back surgeries she could not bear weight, walk, sit up and was ¿not functional¿. It was asked if those issues were related to the pump and the reporter indicated that the patient had underlying issues with her spine but that her pain level had changed so drastically that they had the device representative come to check the device. As reported it looked ¿ok, it had not been shut off and was not alarm, but the catheter has not been checked¿. The patient remained at the hospital. Additional information has been requested, but was not available as of the date of this report.